Event description:
Zoom bed did not have a functioning bed alarm and the pendant to turn the patient side to side is frayed and had to be changed out.what was the original intended procedure?based on the description, it was stryker positionpro mattress. It's a frayed pendant cord to the mattress. The pendant replaced and issue resolved.device #1is this a laboratory device or laboratory test?no.